Manufacturer narrative:
Per the clinic, the patient developed cholesteatoma and was treated with intravenous antibiotics (specific date and duration not reported), followed by hospitalization (specific date and duration not reported). The patient subsequently underwent revision surgeries for the mastoid infection on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 and (B)(6) 2024. Recurrent cholesteatoma led to repeated infections, resulting in explantation of the device on (B)(6) 2025. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a recurrent infection (site of infection not confirmed). Reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.